Manufacturer narrative:
Reference record (B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in spain underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, the patient experienced white gray discharge from the stoma with blood, redness and hardening of the skin around stoma. The patient had stoma infection and was treated with unknown antibiotic medication.